Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that the abbott diabetes care (adc) device's needle was stuck in the sensor and that they experienced pain. The customer self-managed the removal of the sensor and the needle. There was no report of death or permanent impairment associated with this event.